Manufacturer narrative:
The reported event was not confirmed. Received 1 all-silicone foley catheter with syringe. Per visual inspection it was noted that there was a cut in the shaft, however this did not impact the inflation lumen. It was able to inflate the balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with no difficulties using the returned syringe. The balloon rested with no leaks. The returned syringe was connected and the balloon passively deflated in under 5 minutes with no issues. The reported event was not confirmed; however, a new record has been open to investigate the cut in the shaft. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed; therefore, a risk, label and device history review are not required. However DHR review was completed before the sample evaluation was performed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that another incident from last night at hospital in their l& d department where they were reporting that the balloon did not inflate on another foley catheter. In this case, the overnight team did not keep the failed catheter but did keep some of the packaging. The package had the yellow sticker that bd placed on the packaging when bd did not have sterile gloves to ship with the tray system. Customer checked the other products on the unit and all the tray systems that had the yellow sticker had the same lot number (lot#ngjp3214). Per notification from investigator on (B)(6) 2025, during sample evaluation it was found that due to a cut in the shaft that does not affect inflation lumen.

Event description:
It was reported that another incident from last night at hospital in their l& d department where they were reporting that the balloon did not inflate on another foley catheter. In this case, the overnight team did not keep the failed catheter but did keep some of the packaging. The package had the yellow sticker that bd placed on the packaging when bd did not have sterile gloves to ship with the tray system. Customer checked the other products on the unit and all the tray systems that had the yellow sticker had the same lot number (lot #ngjp3214).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.